Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint of poor connection was confirmed. Upon inspection and testing, it was observed that there was no image yielded by the device. This is attributed to the damage to the charge couple device (ccd) imaging unit and scraping of electrical contact of the video connector. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of a poor connection issue. There is no harm to any patient or persons. Upon evaluation of the returned device, it was observed that there was no image yielded by the device. This is attributed to the damage to the charge couple device (ccd) imaging unit and scraping of electrical contact of the video connector. This medwatch is being submitted for the reportable issue of no image observed during device evaluation.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Model and serial numbers of the devices used in conjunction with the device at the time of the event are not known.

Event description:
Addendum aug 25, 2022: when the customer reported event occurred is not known, but there was no patient involvement in the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit, a board inside the video connector, or a problem with the system. Olympus will continue to monitor field performance for this device.